Event description:
The implantable neurostimulator was returned to the MFR with no paperwork. Device registration sys indicates the pt is deceased. Add'l info has been required. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The implantable neurostimulator and 2 extensions have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.